Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received unknown baclofen 500 mcgml at a dose of 180 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use on (B)(6) 2018, the patient returned to the hospital due to an alarm sound. The physician found the pump motor stall message. Pump logs confirmed the pump motor stall happened on (B)(6) 2018. The physician tried to update the pump in order to resolve the issue, but the pop-up of motor stall appeared again. Patient symptoms were not reported at this time. The physician prescribed oral medication until the planned pump replacement surgery although it had not been scheduled. As reported, it was unknown if there were any environmental, external, or patient factors that might have led or contributed to the event. At the time of the reported, the issue was unresolved and the patient status¿s was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient did experience symptoms related to the motor stall. It was stated the stall did not recover prior to replacement, however, the replacement has not yet occurred. It would be scheduled within the next weeks. The hcp would send the report of the pump. The cause of the motor stall was not determined.